Event description:
Five months post-implant, the patient developed chest pain and lost consciousness for three minutes. The patient was transferred to the hospital and diagnosed with cardiac tamponade. The la disc had penetrated the left atrium and made a hole on the side of the aorta causing hemopericardium. The following day, the device was surgically removed, the defect was closed with a pericardial patch, and the la and side aortic perforation were sutured. No device problems were observed upon surgical removal (broken wires, etc.) And normal endothelial cell growth was observed. The patient was recovering with no complications. The echocardiogram was reviewed and physician indicated the device deployed okay with the cable still attached. Once the device was released from the cable, it appeared as though the two discs "came together and embolized". It was also thought that the device partially moved left-to-right causing the device to rub the tissue resulting in the perforation. The position of the defect was really close to the aorta. During placement of the device, under beating heart, compression on the aortic wall was not observed. Tee imaging is not available.

Manufacturer narrative:
A tech note was distributed to all implanting physicians regarding hemodynamic compromise with the amplatzer septal occluder. Although the information received indicated sizing of the defect was appropiate, it may be possible that the defect was too close to the aorta. Since imaging of the implant is not available, we are unable to conclude the cause of this event with the information received.